Manufacturer narrative:
We initially sent wrong product data information into our 3004378299-2015-00060 MDR medwatch form 3500a sent on 07/10/2015. Considering the corrected product data, the event is no more considered to be reported to FDA. The right data is now filled into this follow-up form, while the previous (wrong) data is listed below. First sent data (before the corrections introduced by this follow-up): model: cyber tm 150, s/n (B)(4), 510(k): k131081.

Event description:
The laser system has the following problem: "problems during frequency settings."

Manufacturer narrative:
We are waiting for additional information. We are unaware about patient injury.